Event description:
Patient presented for inferior vena cava (ivc) filter removal. Procedure performed without event. Two days later, pathology contacted radiology indicating that they thought one ivc filter arm was missing. On review of the images, it was evident that there was an arm fracture prior to the removal. Post cavagram showed retained arm in the ivc. Patient was contacted immediately and scheduled for return and attempt at removal of the fragment. Patient returned 7 days after the initial removal procedure for successful removal of ivc fragment.what was the original intended procedure?removal of entire ivc filterdevice #1is this a laboratory device or laboratory test?no